Event description:
On monday, march 25, 2024, amdt holdings was notified of a broken rocker post with a patient of dr (B)(6). This was reported by (B)(4), arthrex sales representative. The initial procedure was performed on (B)(6) 2024. The breakage was to the threaded post in the rocker assembly, not the rocker. The patient reported that she was walking and heard a crack. It was initially suspected that patient compliance may have contributed to the breakage. The decision was made by the surgeon to put a second rocker on the patient, which was performed on (B)(6) 2024. No injury or harm of the patient was reported with the post breakage. This was the first reported breakage of the foot rocker assembly. The initial complaint information suggests the complaint was invalid. (March 28, 2024) amdt was notified of a second breakage with the same patient on (B)(6) 2024. Again, no injury or harm of the patient was reported with the breakage. It was reported that the rocker is still in use and taped to the patient with duct tape. This was done at the office of dr (B)(6). On april 11, 2024, additional information was received from (B)(4), sales representative. The timelines of both ropcker assembly breakages were confirmed. We were informed that the patient was on the larger side, however, no additional information regarding patient compliance, which was the initial concern with the breakage. At that point the surgeon had not decided to put a third rocket on the patient. Amdt holdings requested the broken rocker assembly be sent to amdt engineering for assessment by (B)(6) on april 12, 2024, to confirm and evaluate the breakage. Upon receipt of the rocker assembly the initial review and assessment was, there is indication of an issue with a stress on the strut and post with the rocker. Based on this engineering assessment, a determination of possible product malfunction was made with an aware date of 17 april 2024. See MDR checklist 04172024. Additionally, on may 03, 2024, it was reported (by (B)(4)- arthrex) from a conversation with dr. (B)(6) that a third rocker assembly had been placed on the patient. It was communicated that dr campitelli instructed the patient to continue some load bearing activity (walking) with the patient's walker. Patient compliance was also confirmed. At the time of this report the third rocker is still in use without failure. Timeline summary initial procedure (B)(6) 2024. Occurrence of breakage (B)(6) 2024 - unconfirmed/ compliant considered not valid date of replacement rocker (B)(6) 2024. Date of second reported breakage (B)(6) 2024. Requested rocker assembly return for engineering assessment 12april2024. Aware date of product malfunction based on engineering assessment 17april2024.